Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that shaft break occurred. An nc quantum balloon catheter was advanced for dilation. However, it was noted that the shaft broke inside the patient's body. The broken shaft was successfully removed from the patient using a two guidewires and a balloon catheter. The procedure was completed with a different device. No patient complications were reported.